Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This is potentially reportable because the issue could not be categorized further and must be assessed individually. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the black box and alarm history showed no evidence of a motor alarm. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and fit successfully. The rewind, load, and prime steps were performed successfully. No rewind issues occurred during investigation. The pump cover was removed to find no intermittent conditions to the motor circuit. The rewind issue complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.